Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
Correction to partial implant date d6a: (B)(6) 2009, only year was provided. A visual photo analysis of the photographs identified: red particles on the surface of the shell. Deformation. No observed opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported right side rupture. Device has been explanted.